Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that patient underwent revision surgery on (B)(6) 2016 due to division of adhesions and repair of colobronchial fistula and drainage of subphrenic abscess due to colobronchial fistula, clostridium pneumonia post gastric bypass and malabsorption and malnutrition. It was reported that patient underwent revision surgery on (B)(6) 2018 due to lysis of adhesion. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr# (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
Date sent to the FDA: 1/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.